Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply, switching board, and pneumatic assembly were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a patient use, the unit was alarming for "low volume", they also performed an ovt and it gave the message of "not pressurizing". There was no reported patient injury.